Manufacturer narrative:
As of 06/05/2025, returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.

Event description:
According to the initial report received by aso on may 14, 2025, the consumer stated that she experienced a skin reaction to the product. The customer states that he sought medical care and was prescribed an ointment. On the completed consumer information report (cir) received on may 28, 2025, the consumer stated that the product caused him a burning sensation and irritation. The consumer used a skin brightening cream to reduce the mark left by the bandage. He used a topical cream to soothe irritation. The consumer states that the issue was with the tape area.